Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = missing. Customer complaint: event date: july 23, 2021. The customer reported that the insulin pump had a critical pump error (open book image) alarm. Functional testing to be performed/completed: device was received with a scratched case, a missing reservoir tube o-ring, a broken reservoir tube lip, a missing retainer and a cracked case behind the pump near the battery tube compartment. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. The test p-cap/reservoir does not lock in place and unable to verify critical pump error (open book image) alarm and perform the displacement test, displacement accuracy test and occlusion test due to missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. Device history file/traces download was successful using thus. Critical pump error (open book image) alarm, pump error 24, pump error 19, pump error 4 alarm and pump error 53 were recorded and found in the long trace file/detail trace file. Pump error 24 alarm on (B)(6) 2021 3:26:00 pm, pump error 19 alarm on (B)(6) 2021 3:27:22 pm, pump error 4 alarm on (B)(6) 2021 4:56:01 pm and pump error 53 alarm on (B)(6) 2021 4:56:01 pm, problem isolated on the electronic assembly. Device was cut open to perform visual inspection and no loose electronic components noted. However, corrosion was found on the electronic assembly, motor and vibrator assembly noted. Failure analysis summary: the insulin pump was received with a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. The test p-cap/reservoir does not lock properly inside the reservoir tube. The insulin pump alarmed critical pump error (open book image), pump error 4 alarm, pump error 53 alarm, pump error 19 alarm and pump error 24 alarm, problem isolated on the electronic assembly. Corrosion was found on the electronic assembly, motor and vibrator assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a encountered open book alarm and other critical pump error alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.